Event description:
Per the clinic, the patient experienced pain and facial nerve stimulation. Subsequently, the device was explanted on (B)(6) 2025 and the patient was reimplanted with a new cochlear device during the same surgery.

Event description:
Correction: the correct date user facility/importer became aware of the event is march 03, 2025, not february 24, 2025, as reported previously in the initial report [6000034-2025-01035].